Event description:
It was reported that balloon rupture occurred. The patient was presented with lower extremity arterial disease and underwent percutaneous transluminal angioplasty. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for 60 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient was in good condition after the procedure.